Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that there were difficulties experienced with remote monitoring transmissions with this cardiac resynchronization therapy pacemaker (crt-p). A revision procedure was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection found corrosion on the radio frequency (rf) mics module. The device was able to be interrogated, but wanded telemetry was required. Review of the device memory indicated that a telemetry system fault was recorded. The device was put through and passed a series of automated tests which confirmed critical therapy remained available. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to corrosion on the radio frequency (rf) mics module. This anomaly resulted in the reported clinical observations.